Event description:
A report of the pt experiencing inadequate stimulation was received. During the reprogramming, it was noticed that the right contact of the lead was exhibiting high impedances and the pt was only feeling stimulation on the ribs. A fluoroscopy confirmed that one of the leads had migrated and the other lead appeared to be broken. The pt stated that he had fallen some time ago, but does not remember exactly when. A lead revision procedure was recommended.